Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 511211 st jude lead, implanted (B)(6) 2011. (B)(4)

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)s not lasting as long as expected. The device remains in use. No patient complications have been reported as a result of this event.